Manufacturer narrative:
(B)(4). Date sent: 06/02/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, in the first shot of the device, the doctor closed the jaw smoothly and the firing could not reach the end with the firing trigger and he opened the jaw forcibly and found a reload partially fired. The surgeon decided to try another reload; however, it was exactly the same. The surgeon decided to use another hospital's device from the stock, with a new reload. This device worked well with no problems in the rest of the surgery. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n54802. The analysis results found that the ats45 device was received in good visual condition and with a 6r45b cartridge present. The returned reload was partially fired 2/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.